Event description:
Patient was revised to address aseptic loosening of the femoral component at the bone/cement interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the femoral part and lot number combination; one prior report for the cement lot 2426771. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the second batch of cement was unavailable. Depuy (B)(4) was unable to retest the retained sample of the provided cement lot, it was manufactured in september 2007 (expiry date july 2010) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure (B)(4). The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.